Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the perclose proglide electronic instructions for use as a known patient effect. Based on the case information and record review a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, via a 6f sheath using a pre-close technique, prior to a coarctation stenting procedure. The sheath was upsized to 14f and the coarctation stenting procedure was completed. The successfully preplaced sutures of the two proglide devices were used to achieve hemostasis. Reportedly, after hemostasis was achieved, the patient had symptoms of claudication. The pulse was strong. An angiogram was performed that showed mild stenosis. A ballooning procedure was used to treat the stenosis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.